Manufacturer narrative:
The analyzer produced a warning message for both erroneous results and qc was not re-run by the technician. The field support engineer was not able to reproduce the issue; however, since he found the vacuum pressure to be insufficient, he replaced the vacuum pump. Stago is still investigating this case and will provide a follow-up report when more information becomes available. Stago complaint file references: (B)(4).

Event description:
On (B)(6) 2019 erroneous results were reported for two patients : first patient: ptt error, repeat ptt 151.7 sec, 3rd run ptt>max, 4th run ptt 68.1 sec. (On the other instrument: ptt 66.6 sec). The patient received treatment (stopped heparin drip temporarily) based on the result reported. Stago understands that no serious injury or illness resulted. Second patient: ptt error, repeat ptt 152.7 sec, 3rd run ptt>max, 4th run ptt 121 sec. (On the other instrument: ptt 132.5 sec). Stago knows of no resulting change in treatment for this patient, although the questionnaire has not been received despite 5 documented requests.

Manufacturer narrative:
The field support engineer replaced the vacuum pump due to a reduced vacuum. The dump files were analyzed and the following were determined: qc was in range before and after the sample, therefore the reduced vacuum was not detected. No alarm or alarm codes were produced. It is not possible to detect the reduced vacuum in the save all files. The preliminary root cause has since been ruled out. If the root cause had been a failed pump, it is very likely that the qc would have been affected and the erroneous results would have been more widespread. The intermittent issue, where 2 patients experienced erroneous ptt results at different times in the same day, and not within the same run, is more consistent with a partially unseated diaphragm. Based upon the investigation, a true root cause could not be definitively determined. Stago has concluded its investigation into this matter and considers it as confirmed and isolated, with no further action.